Event description:
The rotating valve breaks when injecting contrast. No harm or injury reported.

Manufacturer narrative:
Device evaluation. The device has not been received for evaluation. A follow-up report will be submitted when additional information is available. Evaluation - conclusions: other, a follow-up report will be submitted when additional information is available.